Event description:
It was later reported the pump was replaced on (B)(6) and his ptm was enabled on (B)(6). It was later reported that the pump was found to be empty and at elective replacement indicator (eri). The patient wanted the pump replaced. There was no patient injury and the patient recovered without sequela. It was also noted that the patient therapy manager (ptm) stopped working. Additional information has been requested, but was not available as of the date of this report.

Manufacturer narrative:
Final analysis of the pump found that dispense testing failed at 300mcl/day. The infusion test was run over 15 hours and displayed an overinfusion and the graphing anomaly was cyclical. Stop pump testing was performed, but the outcome was inconclusive. Destructive analysis was performed and there were residues that were yellowish in color and moisture seen throughout the inside of the pumphead compartment. The motor compartment also had moisture present and some brown residue staining in the compartment that was located under the feedthroughs.

Event description:
It was reported that the patient's pump was empty. Upon interrogation, the pump was found to be empty and alarmed during the patient's appointment. The logs showed that the last refill occurred in (B)(6) 2010. The patient believed that the pump had been refilled recently, but the logs could not confirm that. The patient's physician scheduled the patient for a pump replacement as the pump's elective replacement indicator was at 6 months. No date was scheduled, but it was estimated that the pump would be replaced in a few weeks. The patient was noted to have experienced back pain. The medication used within the system was infumorph. Additional information was requested but not available at the time of this submission. A follow-up report will be submitted if further information is received.

Manufacturer narrative:
Concomitant product: product ID 8840, serial# unknown, product type programmer, physician. (B)(4).

Manufacturer narrative:
Product ID 8832, serial# (B)(4), product type programmer, patient; product ID 8598, lot# b006027n51, implanted: (B)(6) 2004, product type catheter. (B)(4).

Manufacturer narrative:
(B)(4). Analysis results were not available at the time of this report. A follow-up report will be sent when analysis is completed.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.